Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl2482 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the device showed extravasation between the connections at the time of the test.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause is unknown. One 4 fr groshong nxt catheter connector with the extension set was returned for investigation. The catheter appeared to have been cut with a sharp instrument and was not returned. The connector was flushed with water using a 12 ml syringe and a leak was observed at the distal end of the white oversleeve. The white oversleeve was split to observe the extension tubing. Microscopic observation of the extension tubing under the white oversleeve revealed material damage. The damaged surface is rough and appears to have a horizontal striation pattern. The outer layer of the damaged segment appears to have been scraped and peeled back. The complaint of a leak is confirmed but the exact cause could not be determined. A lot history review (lhr) of rezl2482 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the device showed extravasation between the connections at the time of the test.